Event description:
During a pci treamtnet procedure, the bioranger balloon ruptured at 14 atms. The number of inflations and the pressures reached are unk. The lesion being treated was a 99% stenotic lesion in the mid left anterior descending coronary artery. After the bio ranger balloon was removed from the pt, the shaft was noted to be twisted at approx five millimeters from the proximal marker. No pt injuries or complications were reported. Pt status is reported as 'good.'